Event description:
The pt underwent an interventional procedure. The physician attempted to preclose an arteriotomy with a prostar pxl 8fr device. When physician deployed the device, none of the needles presented. The physician attempted to backdown, and partial backdown was achieved. Physician did not fluoro to confirm successful backdown, and removed the device. Hemostasis was lost and could not be obtained with a 12 fr sheath. A vascular surgeon was called in for repair of the arteriotomy. Surgery was successful, and the original interventional procedure was completed successfully. The pt recovered without incident. Notes from the field state 2 needles were in the barrel and 2 in the sheath of the device.